Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). The indication for use was unknown. It was reported that the patient had a really bad, painful fall in 2014. The patient stated that the device must have been damaged, as they were being shocked. The patient stated that the shocking got so bad that in (B)(6) 2016, they had to be taken to the hospital via ambulance to have an emergency replacement as it was shocking them so painfully. No further complications were reported.